Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6), 2023, determined to be transmitter stale stop command. No injury or medical intervention was reported.